Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the provisional fractured; however it is unknown when this event occurred.

Manufacturer narrative:
Visual inspection of the returned device confirms that the device cleanly fractured into 2 pieces and that all of the pieces were returned. The fracture is proximal to the lateral edge of the central post. The device also exhibited signs of wear on the posterior portions of the condyles, indicative of use. Dimensions were found conforming to print specifications where measured. The DHR was reviewed for this part and lot combination and found no anomalies or deviations. The device is used for treatment. A product history search was conducted on the part and lot number of the returned device and found no additional complaints. Per the packaging insert associated with the device at manufacture "end of life is normally determined by wear and damage due to use." The event occurred outside of surgery, therefore surgical technique is not applicable to the investigation. The device was in the field for approximately a year with unknown number of uses. Therefore the root cause is considered to be wear and tear from use.